Event description:
This lead was attempted but no implanted because, the "physician had difficulty placing this lead; the physician was unable to advance the guidewires. The svc was occluded as evidenced by fluoroscopy and venogram. Once the lead was placed, it became dislodged and the r waves were 2.6-3.0 with intermittent capture." This lead was removed and the pt expired.